Event description:
It was reported that the subject device presented a e225 scope communication error. The issue happened during reprocessing. There was no patient involvement.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The e224 communication error occurred, due to bad cable unit. The most probable cause of the findings is component failure. A review of the device history record found no deviations, that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the subject device presented a e225 scope communication error. The issue happened, during reprocessing. There was no patient involvement.